Event description:
This event involved patient who experienced heartware vad stop alarm approximately three months post heartware lvad implantation. The reported event indicated that the patient dropped their controller, and a vad stop alarm occurred. A review of the log files revealed that a vad stop/vad disconnect alarm occurred on the reported event date with a corresponding controller power-up/motor start event. The patient switched to their backup controller. The controller that was dropped was replaced by the hospital. The issue was resolved with no reported patient injury.

Manufacturer narrative:
The controller associated with the complaint was returned to heartware for testing and analysis. Review of the device history records confirms that the device met all specification for release. The review of the controller logs showed two vad stopped alarms due to driveline cable disconnect. However, the controller passed all the testing. Review of the complaint record revealed that the patient dropped another controller before. No additional information will be forthcoming.

Manufacturer narrative:
(B)(4) hospitalization. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.